Event description:
It was observed that during the device evaluation that there was no image from the serial digital interface one input terminal of the monitor due to a faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to failure of circuit board, the image from serial digital interface (sdi1) input terminal was not displayed. Olympus will continue to monitor field performance for this device.